Event description:
Reportedly, the patients fracture had united. The date of implantation was several months previously (date unknown). Patient was returned to the o.r. On (B)(4) 2013 for hardware removal. The implants were being removed at the patients request.

Manufacturer narrative:
This device used for treatment and not diagnosis. The investigation shows that the tip is indeed broken off. Based on the provided details it is possible that far too much mechanical force had been applied in order to undue the screw. The microscopic view of the broken surface does not shown any anomalies of material structure, which indicates material conformity as well. The implant was manufactured in may 2000/ january 2005 and therefore has been extensively used. We classify these damages as a normal wear and tear. No product fault could be detected. Placeholder.

Manufacturer narrative:
Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(4) as follows: during a procedure, reportedly the screwdriver tips broke while trying to remove a 2.0mm tplate from the patients wrist. It was reported all screws were removed with the exception of one 2.7mm ti cortex screw. The screw head was drilled off and the tplate was removed successfully. The remaining screw shaft was left in situ as the surgeon was unable to remove it. This is 2 of 3 reports for the same event, complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.